Manufacturer narrative:
The insulin pump passed rewind test, prime/seating test, basic occlusion test, force sensor test, sleep current measurement, active current measurement and selftest. No unexpected failed battery test alarms noted during testing. Pump trace download analysis confirmed the pump alarmed power error 25 alarms and replace battery now alarms. The power management tool confirmed power error 25 alarms and replace battery now alarms due to non-sleep anomaly software error. The insulin pump was received with missing retainer. Tested with a test p-cap and the test p-cap did not lock in place properly due to missing retainer. Unable to perform displacement test due to missing retainer. Unable to verify air bubble anomalies due to missing retainer. Unit received with missing reservoir tube o-ring, scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, cracked select button on keypad overlay, damaged keypad overlay texture, cracked reservoir tube lip, partially broken off reservoir tube lip, faded serial number label, peeling end cap address label and corroded battery tube. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump did not alarm low battery prior to replace battery now. The customer's blood glucose was unknown at the time of incident. Troubleshooting was performed. It was reported that the issue recurred more than once. It was also reported that the insulin pump alarmed power error and was assisted on how to perform troubleshooting. Failed battery was mentioned as well. The insulin pump will be returned for analysis.